Manufacturer narrative:
This event was initially deemed not reportable based on our reporting strategy active at the time of the alert date; however, following a recent retrospective review of complaints this event was made reportable out of an abundance of caution. A review of the device history record is not possible as no lot number was provided; therefore, the UDI-pi is unavailable. The returned sample was evaluated and the reported condition was confirmed. Examination identified a jagged tear in the tubing near the connector extending approximately 5 millimeters from the base of the connector. Internal examination identified corresponding tearing and surface abrasions on the inner tubing wall. The stylet was not returned for evaluation. Process evaluation confirmed that manufacturing controls, inspections, and leak testing activities were in place and no manufacturing operation capable of causing the reported damage was identified. A non-manufacturer securement device was attached to the tubing and was identified as a potential contributing factor. Root cause could not be conclusively determined. All information reasonably known as of 11 jun 2026 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by avanos medical inc. Represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to avanos medical inc. Avanos medical inc. Has no independent knowledge of the reported event but is relaying the information provided by the user facility where the incident occurred. This product incident is documented in the avanos medical complaint database and identified as complaint (B)(4). This information is submitted pursuant to 21cfr803, in compliance with the medical device reporting requirement and should not be considered to be an admission that an avanos medical inc. Product is defective or caused serious injury.

Event description:
It was reported, there was a tear under y-connector. No patient injury.